Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation.any additional information received by acon may be provided to FDA in a follow up MDR.

Event description:
False negative result(s). False negative. The user reported that they tested negative twice on 1/20/26 with flowflex plus and then went to a healthcare provider later that day and tested positive for the flu. They confirmed that they'd disposed of all kit contents prior to contacting tech support so were unable to provide the lot number for the tests.